Event description:
It was reported by the patient that she underwent a brain surgery and an implant was placed with suture. She is concerned that her inplant did not hold because the surgeon might have thought the suture had a longer absorption time due to the packaging of the suture. No adverse patient consequences have been reported. Additional information was requested.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. Z-1839-2015.